Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2022 the physician changed pump medication but did not program a bridge bolus. Technical services reviewed the math. Old baclofen 2250 mcg/ml at 1004.7 mcg/day, new baclofen 2000 mcg/ml at 1004.7 mcg/day. Technical services confirmed that the old drug would have gone out by the next day. The rep stated that the patient had no symptoms and the plan was for the patient to come back in the next day or two to have the physician correct the programming. Additional information received from a company representative (rep) reported that the clinician application software version was unknown. The patient was to return to clinic on (B)(6) 2022 for reprogramming. The issue has not been resolved. The patient's weight was asked but unknown.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they were going to update the pump today to the correct concentration. It was reviewed that the actual dose would have gone down to ~892 after the new drug was delivered, so if they program it to 1004.7 it will be an increase of ~113 mcg/day. The reporter stated the healthcare provider was fine with that and the patient did not have any symptoms since the update.